Event description:
It was reported that the patient presented to the hospital. Upon review, it was determined that the implantable cardioverter defibrillator shocked the patient inappropriately for supraventricular tachycardia (svt). Programming changes were performed. The patient was in stable condition.